Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up indicated that the cause of death was sudden cardiac arrest and respiratory arrest. The patient had many other health problems and this is thought to be the cause of the arrest. Leads (B)(4) and (B)(4) were returned attached to/with the device and other registered lead. Follow up with medtronic records indicate that these two leads were shipped to the same implanting hospital as the previously reported lead and device. This device requires these leads and so it is reasonable that the leads were infact implanted in this patient. The implant date is unknown. No allegations have been made against the device. Analysis of the device is in process; the results will be forwarded when available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired 4 days after implant. The reporter stated that the patient "passed away from respiratory arrest that lead to sudden cardiac arrest." Follow up has been attempted to confirm cause of death and gain any details surrounding the event. Further information has not been received.

Event description:
It was reported that the patient expired 4 days after implant. The reporter stated that the patient "passed away from respiratory arrest that lead to sudden cardiac arrest." Follow up has been attempted to confirm cause of death and gain any details surrounding the event. Further information has not been received.